Event description:
It was reported that the patient's right knee was revised due to a femoral periprosthetic fracture sustained after a fall. The patient's triathlon knee construct was revised to a gmrs distal femoral replacement with hinged knee. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.